Manufacturer narrative:
A medtronic representative went to the site to test the equipment. Testing revealed that there was no signal to surgeon monitor after unplugging and re-positioning monitor. Would not power back on. Grabbed second surgeon monitor and has same result. Re-seated power to monitor power supply, resolved. The system then passed the system checkout and was found to be fully functional. Analysis of the returned power supply had normal output for all ports. No problem found. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system. It was reported that there was no power to the surgeon monitor during a sacroiliac and thoracolumbar procedure. After disconnecting the surgeon monitor cable to re-position the monitor, it would not power back on. The monitor was completely black. The site re-seated the cables at the video splitter and the multi-out power supply with no resolution. The staff cart monitor was still powered on and had signal. The site brought in a second surgeon monitor and it displayed the same behavior. It was later reported that the representative reset the power to the video power supply and the problem resolved. There was a delay to the procedure of less than one hour. There was no reported impact on patient outcome.